Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-01828 and 3006705815-2020-00774.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-01828 and 3006705815-2020-00774. It was reported the patient would like her scs system explanted due to lack of effective pain relief. Surgical intervention may be taken at a later date.